Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose the customer¿s blood glucose was 492 mg/dl at the time of incident. The current blood glucose was 308 mg/dl. Customer had a symptom like nausea. Customer stated that when she checked again the blood glucose was 250 mg/dl. Customer treated with manual injection. Customer also stated that she changed the infusion set and reservoir but nothing changed. The product will not be returned for analysis.